Event description:
This complaint is now reportable based on the analysis completed on 05/27/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure that the device could not cross the lesion. The 75% stenosed, mildly calcified, target lesion was in the severely tortuous left anterior descending (lad) artery. A 2.75x32mm taxus liberte drug eluting stent was advanced to treat the target lesion, but was unable to adequately cross the lesion. The device was removed and the procedure was completed with balloon angioplasty utilizing an unknown type balloon catheter. There were no patient complications reported with the patient's current condition listed as "good". Returned product analysis revealed stent damage.

Manufacturer narrative:
Device analysis: visual and microscopic examination found damage to the middle section of the stent. One strut on the eight row from the distal edge was misaligned. A recommended sized guide wire was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.